Event description:
It was reported that an unspecified number of syringe plastipak 20ml ll s/su experienced stopper damage/deformation which was noted prior to use. The following information was provided by the initial reporter: I would like to notify 1 bd luer-lok 20 ml syringe unit, which came with the twisted plunger. The correct lot number is 9016807 (catalog 990687). The incident was noticed before the use.

Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis were performed and the occurrence potentially related to the occurrence was observed. The sample sent by the customer was verified and it was possible to observe stopper with assembly failure. The probable cause for the occurrence is related to failure at stopper assembly station. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe plastipak 20ml ll s/su experienced stopper damage/deformation which was noted prior to use. The following information was provided by the initial reporter: I would like to notify 1 bd luer-lok 20 ml syringe unit, which came with the twisted plunger. The correct lot number is 9016807 (catalog 990687). The incident was noticed before the use.